Event description:
Nellcor puritan bennett received a call from source on 06/25/1998. Source was calling to report the following problem: unit stopped cycling while on pt. No pt harm. Vent alarms continuous setting error. No volume delivered.